Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, male patient, has started to use peristeen after theorical training lower anterior resected patient, followed by physician (gastroenterologist) from 2009. On (B)(6) 2017 after irrigation, has pain and no water fall down from the bowel at emergency room - discharged after x-ray exam without other suggestion or therapy by ER physician. The pain does not disappear & on (B)(6) he came back to the hospital where a tc and MRI scan revealed water & perforation in bowel- was immediately made a colostomy (not known if permanent or not). Physician does not make correlation with peristeen.